Event description:
Customer noticed really "odd" ise results coming of the analyzer and stopped the run. He checked the sample that started the issue and noticed it was clotted. Three patient samples were affected, results from two patients were discrepant, repeat testing on cobas analyzer: patient 1, initial sodium result 115, repeat 129 mmol/l; initial potassium result 4.5, repeat 5.3 mmol/l. Patient 2, initial potassium result 9.2, repeat 5.5 mmol/l. Initial results were not reported. The field service representative found a clotted sample had been aspirated by the ise sample probe and had passed through the electrode flow path. He flushed the flow path and performed qc which was acceptable and performed a precision run.